Manufacturer narrative:
The events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The filler was injected into the patient, and is not accessible for return. The syringe was not returned for evaluation. The event of abscess; ndr is considered an unexpected adverse drug experience.

Event description:
Health professional reported injecting a patient in the cheek with juvéderm voluma® xc, and in the tear trough with juvéderm volbella® xc. The patient experienced, ¿a lot of swelling¿, on one side of the cheeks. The event was a ¿tooth infection.¿ the injector was not sure if the event was due to the filler or non-device-related ¿tooth abscess.¿ the event is ongoing. This is the same event and the same patient reported (allergan complaint # (B)(4)). This is the first MDR submitted for the first suspect product, juvéderm voluma® xc.